Event description:
A customer reported that a major portion of the "hundreds unit" is missing segments. A request was made to return the system for evaluation and in the meantime a replacement unit was provided.